Event description:
Anchors broke during insertion. Surgeon used the bioraptor 2.9 drill guide with a 2.9 spade drill. First anchor broke when tapping with a mallet into the pre-drilled hole. The anchor broke just above the suture eyelet and sheared in half. The surgeon questioned that he may have been slightly off alignment and tried another anchor. With the second anchor; the anchor, drill hole and inserter were all aligned, so the surgeon pushed the tip of the anchor into the drill hole with his hand. He then proceeded to use the mallet with a couple soft strikes and the anchor again broke just above the eyelet and sheared off. No abnormal bone quality was observed. Repair was completed with a competitors anchor.

Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)